Event description:
It was reported that; received a phone call from a patient who described the following event: he had a primary surgery on (B)(6) 2015 with 2 devices and implants. The surgery took 7 hours and was performed by dr. From (B)(6). It was a 2 level fusion with cage and fixation. 1 month after procedure, patient noticed that the lower right screw had backed out. 8 months later patient went to (B)(6) hospital and it was identified that the lower implant had migrated. He mentioned that he believes that the top implant has also migrated. Patient has right leg and right hip pain and bowel movement issues.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: a manufacturing review was performed on both devices and indicated no discrepancies or anomalies. The implants were not returned for evaluation, however intra-op x-ray images and explanted device images were provided. Based on these images the two revised cages are still expanded to approximately the same height as they were expanded intra operatively. Conclusion: failure of the implants cannot be confirmed. Images provided by the patient show that both revised implants are still expanded to about the same height as they were expanded intra-operatively.

Event description:
It was reported that; received a phone call from a patient who described the following event: he had a primary surgery on (B)(6) 2015 with 2 devices and implants. The surgery took 7 hours and was performed by dr. From orthopedics, (B)(6) hospital. It was a 2 level fusion with cage and fixation. One month after procedure, patient noticed that the lower right screw had backed out. Eight months later patient went to (B)(6) hospital and it was identified that the lower implant had migrated. He mentioned that he believes that the top implant has also migrated. Patient has right leg and right hip pain and bowel movement issues.